Manufacturer narrative:
Concomitant medical products: tyrx-aae, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection about six weeks after the cardiac resynchronization therapy defibrillator (crt-d) and an absorbable envelope were implanted. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the right atrial, right ventricular, and left ventricular leads were also explanted. The organism was identified as (B)(6) and the patient was treated with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.